Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: the reported device is a rio® robotic arm - mics, catalog: 209999, ser#: (B)(4). The tka application would not open during pre-surgery check. Device history: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Device inspection: stryker representative lee hedge reported that after running a pre-surgery check, the tka application would not open. After clicking on the application button on the rio home screen, multiple software errors would appear onscreen. Fse arrived onsite and attempted to reload the application software with no success. The case had to be called off with the robot. Surgeon agreed and performed the surgery manually. Resolution new ss2u computer arrived and redownloaded software and applications. After replacement of ss2u computer, all system checks and tests passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding questionable accuracy issues. There were 0 reported events for the (B)(4). Conclusion: mps reported system (B)(4) the tka application would not open during pre-surgery check. Fse replaced ss2u computer, all system checks and tests passed. Further action: none at this time

Event description:
Robot connection error experienced upon first connection and power-up of system. Shutdown and re-connection three times without resolution, used ethernet by-pass successfully. Guidance module and rio are not compatible error experienced after successful implementation of ethernet by-pass cable. Power down and re-home of the system twice, error did not occur again. Within tka application, tried to access patient plan and encountered ¿child process exited abnormally¿¿ error. Shutdown rio system, re-started and accessed the tka application. Successfully loaded patient plan and attempted to re-create error message in implant planning, etc. During the case, surgeon proceeded through patient landmarks, checkpoints, and femur registration successfully. During tibia registration, the ¿child process¿.¿ error occurred again and kicked us out of the tka application. I was unable to access the tka application and thus the patient plan to continue the case. Case continued successfully as a manual case. Technical support was contacted for the first two events. Issues noticed during pre-surgery checks, during implant planning within the tka application and patient plan, during bone registration. Surgical delay: 3 minutes to power down the system, restart, and attempt to access the tka application. Unable to access the tka application

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot connection error experienced upon first connection and power-up of system. Shutdown and re-connection three times without resolution, used ethernet by-pass successfully. Guidance module and rio are not compatible error experienced after successful implementation of ethernet by-pass cable. Power down and re-home of the system twice, error did not occur again. Within tka application, tried to access patient plan and encountered ¿child process exited abnormally¿¿ error. Shutdown rio system, re-started and accessed the tka application. Successfully loaded patient plan and attempted to re-create error message in implant planning, etc. During the case, surgeon proceeded through patient landmarks, checkpoints, and femur registration successfully. During tibia registration, the ¿child process¿.¿ error occurred again and kicked us out of the tka application. I was unable to access the tka application and thus the patient plan to continue the case. Case continued successfully as a manual case. Technical support was contacted for the first two events. Issues noticed during pre-surgery checks, during implant planning within the tka application and patient plan, during bone registration. Surgical delay: 3 minutes to power down the system, restart, and attempt to access the tka application. Unable to access the tka application